Manufacturer narrative:
(B) (4) - teeth on buckle not holding. Product has been requested, but has not been received. (B) (4).

Event description:
The customer reported that the teeth on the gait belt buckle is not holding the strap when the belt is secured. They reported that the strap is becoming loose when they applied it to lift the pt. No pt injury was reported.